Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement. The patient was seen in-clinic and all measurements were acceptable. Subsequently, pacing impedance measurements were high and out of range in all vectors. The patient underwent a device replacement procedure from a cardiac resynchronization therapy defibrillator (crt-d) to an implantable cardioverter defibrillator (ICD). The lead was tested via a pacing system analyzer (psa) and again all vectors were out of range. There was a concern the lead was fractured. The lead was surgically abandoned and not replaced due to receiving an ICD. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.